Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.3 hardware: iphone16.1 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for hypoglycemia on (B)(6), 2026. The patient¿s blood glucose level declined to 40 mg/dl while wearing the pod for longer than 48 hours. The patient also reported experiencing communication issues with the dexcom g7 continuous glucose monitor, although this could not be confirmed. The patient was found unconscious by their sister and was transported to the hospital by (B)(6) (ems). Symptoms reported include sweating, weakness, difficulty speaking, cognitive changes, and loss of consciousness. The patient was treated by ems and a medical professional, with an insulin drip and intravenous dextrose. The patient was discharged on the same day.